Manufacturer narrative:
The technician replaced the hydraulic manifold to resolve the issue.

Event description:
The technician alleged the bed had no hydraulic functions and no head up function. No injury reported.